Event description:
Same case as 2134265-2014-03917. It was reported that shaft detachment occurred. During a percutaneous coronary intervention(pci), an opticross was used to an unknown lesion with mild calcification and 75 percent stenosis. Intravascular sonography was performed with this opticross and stenting was attempted with a non-bsc stent but was unable to cross. Two promus premier stents were deployed in the first diagonal of the left descending artery. Post intravascular sonography was performed and as a result another stent was needed to be deployed in the bifurcation part. A promus premier was advanced to the lesion but failed to cross and was dislodged. The dislodged stent was deployed in the proximal end of the left descending artery. The physician thinks that the stent was dislodged because the device was advanced forcibly despite encountering resistance. The bifurcation part was dilated with an unknown balloon and the opticross was advanced while performing imaging but the image disappeared. When trying to remove the opticross from the patient, resistance was encountered and the shaft of the opticross was detached and the tip of this device was located in the vessel. It is thought that the detachment occurred since the guidewire was tangled with the opticross. The detached shaft was removed together with the guidewire. The procedure ended after removal of the detached shaft. There was no patient complication in this procedure and the current patient condition is good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was received for evaluation. Evaluation of the returned device revealed the imaging window assembly was received detached from the sheath assembly at the lapjoint section. The detached imaging window assembly measured 29.5 cm long. Kinks were observed in the broken imaging window assembly, telescope assembly and sheath assembly. The telescope assembly was not able to properly pull back, advance, or retract due to the detached imaging window. Since the telescope cannot advance the transducer distal housing (tdh) to the most distal position, the distance from the distal end of the transducer housing to the tip of the catheter was not measured. During image characterization testing, no image appeared in the system due to electrical open at proximal. Imaging core wind up in the telescope assembly was observed during x-ray analysis. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Same case as 2134265-2014-03917. It was reported that shaft detachment occurred. During a percutaneous coronary intervention(pci), an opticross¿ was used to an unknown lesion with mild calcification and 75 percent stenosis. Intravascular sonography was performed with this opticross and stenting was attempted with a non-bsc stent but was unable to cross. Two promus premier stents were deployed in the first diagonal of the left descending artery. Post intravascular sonography was performed and as a result another stent was needed to be deployed in the bifurcation part. A promus premier was advanced to the lesion but failed to cross and was dislodged. The dislodged stent was deployed in the proximal end of the left descending artery. The physician thinks that the stent was dislodged because the device was advanced forcibly despite encountering resistance. The bifurcation part was dilated with an unknown balloon and the opticross was advanced while performing imaging but the image disappeared. When trying to remove the opticross from the patient, resistance was encountered and the shaft of the opticross was detached and the tip of this device was located in the vessel. It is thought that the detachment occurred since the guidewire was tangled with the opticross. The detached shaft was removed together with the guidewire. The procedure ended after removal of the detached shaft. There was no patient complication in this procedure and the current patient condition is good.